Manufacturer narrative:
Additional information: one actual sample was received for evaluation. A visual inspection with the naked eye noted a hole in the silicone tubing. There were approximately three indentations in the tubing. Functional testing, including leak testing, clear passage testing and clamp function testing was performed; leak testing failed due to a leak from the hole in the tubing. The reported issue was verified. The cause of the condition was determined to be the hole in the silicone tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a titanium transfer set leaked. This occurred at the patient's home during use. No leakage was observed at any connection point. There was no allegation against the titanium adaptor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.